Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor and no issues were observed. An extended investigation was performed. A visual inspection was performed on the de-cased sensor, revealing damage to the antenna trace, which was visible under a digital microscope. Additionally, the battery and capacitor were removed from the printed circuit board assembly (pcba). The returned sensor was scanned using the evaluation module (evm), but the scan failed. Damage observed on the pcba and antenna is preventing the evm from communicating with the sensor, rendering the source measurement unit (smu), poise voltage, and temperature tests unable to be conducted. It has been determined that damage to the pcba, occurring during de-casing, is preventing the returned sensor from scanning. The damaged antenna trace is obstructing communication between the evm and the sensor; therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 2.3mmol/l and 2.6mmol/l compared to readings of 9.8mmol/l and 7.8mmol/l respectively obtained on a built-in precision meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.